Manufacturer narrative:
This report is submitted on october 26, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and subsequently underwent a skin revision surgery under general anesthesia on (B)(6) 2018. The implanted device remains.